Event description:
It was reported that during the greenfield 12 fr ss vena cava filter implant procedure, upon deployment, the filter was not present on the delivery catheter. A pre-placement vena cavagram had been performed. There was no evidence of resistance with delivery or positioning of the device, or with the deployment device itselt. It was reported that the device was adequatley flushed by hand and that the physician used fluoroscopic guidance. A new filter was successfully implanted and the physician feels that the patient is adequately protected. No patient injuries or complications were reported. The patient's status was reported as "fine."

Manufacturer narrative:
The product was not returned for evaluation; therefore, we cannot conclusively determine the event or it's cause. Questions have been sent in an attempt to discover more information about the event. However, no additional information has been received. If further information becomes available which changes the outcome of the investigation, then this complaint will be re-opened. No corrective action has been identified, as a definitive root cause cannot be determined, though it is not thought to be manufacturing related. A review of similar complaints across the product family was completed for the last 15 months. Similar defects have been reported for this issue, but have not been confirmed as complaint samples have not been returned or a root cause has not been found. While similar complaints have been received, a review of the trends and numbers does not currently indicate an adverse trend. Trends for this product family will continue to be monitored under the monthly complaints review. Direct product analysis is not possible, as the product was not returned for evaluation.